Event description:
User developed massive allergic dermatitis from the flexible fabric bandaids. User received a similar reaction from the sport bandaids, but never before has it been this severe. User provided image of progression of reaction from friday to monday. The bandages were covering a fungal infection, which has since cleared up, but the area surrounding has gotten worse. User reported going to the ER twice for boils on her neck. Additional information obtained: user followed up with pcp, noted that rx was prescribed.

Manufacturer narrative:
Please see the attachment file for test report. The raw materials and production process of the product have ramained the same. We tested the reserved samples on 20 volunteers for 24 hours upon knowing the case, and none of the 20 people showed allergic symptoms. We believe this allergy was accidental.